Event description:
Mandatory medwatch received from the customer reporting: "total parenteral nutrition administered through a pump to a central line. Pump was set at 650 ml/hr (nurse thought she entered 65 ml/hr). Pt received 1600ml in less than 3 hours. Pt became confused with respiratory distress progressing to comatose state and death." The customer was contacted for add'l info. At 7:00 pm in 2002 the pt was seen by a pulmonary physician for a pulmonary consult. At 9:00pm, a new 24 hour bag of tpn was hung. At 11:00pm the pt was experiencing respiratory distress and confusion. The pt was intubated and transferred from the medical/surgical unit to critical care (ccu). The pt was described as being able to move extremities and to react to painful stimuli. While the pt was in ccu, the tpn bag became empty. The pump was found to be infusing at a rate of 650 ml/hr. The nurse who hung the tpn at 9:00pm thought that she had hung the bag at a rate of 65 ml/hr. The pt became comatose and was placed on a ventilator. The pt was placed on dopamine to support their blood pressure. The pt remained in ccu for 3 days on a ventilator and dopamine. On the 3rd day the family removed the pt from the ventilator and discontinued the dopamine at the recommendation of the physician. The pt expired. Though requested, there was no further info available.